Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, an alert due to a non-sustained ventricular tachycardia (vt) episode with one r-wave undersensing, just prior to the actual vt, was observed. There was r-wave undersensing after pvc. It was noted that due to undersensing, device paces and right after the pace vt started. There was also a previous episode where vt begun right after ventricular pace without undersensing. Programming changes were recommended. Review of session records also noted poor sensing during the past year. Physician would likely replace the lead instead of device reprogramming and the plan will be discussed with the patient. Patient is doing fine.

Event description:
New information received notes that the lead was replaced on (B)(6) 2016. The lead was damaged during procedure so it was discarded and will not be returned for analysis. Patient was doing fine before and after the procedure.